Manufacturer narrative:
The pump was received with a missing display window cover. A thin black line did appear on the display during the self test, however, this in normal. The thin black line is the boarded of the lcd display that is lit during the self test and would normally not be seen when the display window cover is present (the pump acted as expected). A p-cap locks properly into the reservoir compartment. The following were noted during a physical inspection: missing display window cover, scratched case, and pillowing keypad overlay. Missing display window cover is confirmed. Partial display/missing segments (thin black line is visible during the self test) is not confirmed. This was visible due to the missing display window cover. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported on the top of the screen of the pump was missing and there was crack on pump. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-383a, mmt-7040a, mmt-332a, mmt-1884l. Troubleshooting was performed and confirmed customer received the reported issue physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. Customer was advised to discontinue using the device. No product return is required for mmt-383a. No product return is required for mmt-7040a. No product return is required for mmt-332a. Mmt-1884l was requested and customer response was the device will be returned.